Event description:
Reporter noted peristaltic pump error message occurred during procedure. Patient has posterior capsule tear. Closed eye and rescheduled case. When case resumed on 09/16/2002, vitrectomy probe would not cut. Changed probe five times to complete case.